Event description:
It was reported by service report that the head section load wheel horn broke during use. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load wheel horn.